Event description:
It was reported that the coil protruded from the catheter tip during removal. The target lesion was located in the mildly tortuous internal iliac artery. A 18mm x 50cm interlock coil was selected for use in an abdominal aortic aneurysm. During the procedure, the coil could not advance any further than 20cm into the blood vessel. Consequently, the device was pulled out and it was noted that the coil was protruding from the catheter tip. The procedure was completed with a different device. No patient complications were reported.